Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The pump had minor scratched lcd window, cracked battery tube threads and missing o-ring (reservoir tube).

Event description:
The customer's spouse reported via phone call that the insuliin pump had a crack around the top of the reservoir compartment. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller could not verify how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.